Event description:
The customer's mother called to report a constant tone on the insulin pump. Troubleshooting was performed and the insulin pump alarmed after a new battery was inserted. As the mother attempted to prime the infusion set, the insulin pump screen froze and the high pitched, constant tone began again. The reported blood glucose reading was 310 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display and constant tone. The problem was isolated to the mother board assembly. No other alarms were noted.